Event description:
During an in clinic follow-up, increased capture threshold which resulted in loss of capture and decreased sensing were observed on the right ventricular (rv) lead. An x-ray was performed and dislodgement of the rv lead was confirmed. The sutures appeared to be too loose resulting in the dislodgement. The rv lead was explanted and replaced to resolved the event. The patient was stable.